Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Coolflow pump, model # m-5491-02, s/n: (B)(4). Stockert 70 generator, model # m-5463-01, s/n: (B)(4). Pentaray nav eco catheter, model # d-1282-10-s, lot # 17560540l. Soundstar eco catheter, model # m-5723-17. Ez steer cs catheter, model # d-1263-07-s, lot # 17581734m. Destination 8fr sheath. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. Prior to the ablation phase, during mapping, the patient became hypotensive and bradycardic. An ultrasound was performed, which confirmed a tamponade. A pericardiocentesis was performed, and 800 cc of fluid was removed. The patient was not under anesthesia at the time of the event, nor did the patient move. The patient had to stay in the hospital overnight as a result of the injury. Anticoagulants were in use, but the activated clotting times are unknown. There are no known patient factors that may have contributed to the event. The physician did not provide a causality opinion. No transseptal puncture was performed. The catheter was not in close proximity to another catheter at the time of the event. The catheter flow setting was at 30 ml/min for ablation, but the event occurred pre-ablation. The catheter was zeroed after the initial warm-up phase, and the carto 3 system did not indicate to re-zero it at any point during the procedure. No error messages presented on any biosense webster equipment during the case.